Event description:
Description: I am submitting a complaint regarding the unwillingness of saluda to support its devices, and patients in the field. I am a saluda evoke patient who has had a series of terrible experiences with an saluda rep in the suburbs south of (B)(6) on (B)(6) 2026. I had worked with my rep, (B)(6), to schedule mris on (B)(6) 2026 and (B)(6) 2026, at (B)(6) hospital, which was experiencing the product and the saluda team for the first time. (B)(6) sent me a text at about 5:30 p.m. On (B)(6) 2026, to let me know she couldn¿t make it. Not a big deal, I thought, I let (B)(6) know I would cancel and reschedule. She then offered (B)(6) as a last-minute substitute if I could change the appointment time. I did as requested. I met (B)(6) at the hospital. When the MRI staff spoke to (B)(6) in my presence, they said their policy is for him to stay until the test is complete. Given this was their first MRI with the evoke system, this was even more critical. Per the (B)(6) hospital imaging department, the saluda remote does not have an MRI mode, so its rep must email screenshots to the imaging manager before the procedure to prove that the device is off and ready for the MRI. This goes into the pax system for documentation. After the MRI, the same process is used to confirm the device is back on and working properly after the test. This was explained to (B)(6) on (B)(6) 2026 by the MRI supervisor, and the same person had the same conversation with (B)(6) on (B)(6) 2026) feel free to contact the (B)(6) hospital imaging manager for details on what (B)(6) was told and what vs. What he did. No need to take my word for it; the MRI team was with us every step of the way. (B)(6) was not. However, while in the crowded imaging waiting room at (B)(6) hospital, he accessed my device and turned it off without permission or warning. Scared the hell out of me and caused physical pain to me. He admitted it only after I asked him whether he had done it. This is close to battery and is certainly a violation of my right to choose what is done to my body as well as where and when. The question came up of which rep from saluda was going to be present for my MRI the following morning. Because (B)(6) planned to hightail it out of there without following hospital policy, he told MRI staff that no one could be there the next day. I would simply keep the device off until after the second. I told him I did not want to do that (I have and use the device for a good reason). Again, this was in front of the MRI supervisor, who repeated my concern to (B)(6). He brushed us both, and then I never saw him again because he left the hospital before answering staff questions about the device and my MRI. He left me (and (B)(6) by phone to deal with frustrated hospital staff who naturally had questions about a device they had never seen before. At that point, my objective was not to let him screw up a 3-month process to complete this test. He came close. There is never an occasion when it is appropriate for a clinician or non-clinician to deny a person the right to make their own healthcare decisions. Never. If he were a nurse, he would lose his license. If he were a doctor, the same could happen. Reference (B)(4).